Manufacturer narrative:
Our investigation into this complaint has now concluded. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device has failed due to an issue with pressure sensor, probably caused by a contact with water. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
During npwt utilizing a pico, the pump stopped working after taking shower. The pump might have come in contact with water. The npwt was stopped and a wound dressing was applied to the wound. No patient harm. No delay. The pump will be returned for investigation.